Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and introducer needle for evaluation. Visual examination revealed the guide wire was unraveled from the distal weld. The core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The returned introducer needle showed evidence of use but no obvious defects or anomalies. The overall length of the core wire in the swg was measured to be 456 mm which is within specifications of 450-458 mm per wire guide product drawing. The outer diameter was measured to be 0.847 mm which is within specifications of 0.838-0.877 mm per wire guide product drawing. The inner diameter of the introducer needle cannula measured 0.041" which is within specifications of 0.041"-0.043" per product drawing. The undamaged parts of the returned guide wire passed through the returned introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The user stated that they withdrew the spring wire guide with the needle still in the patient. The report of an unraveled guide wire was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and introducer needle met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. The IFU states, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide" and the customer explicitly stated, "during manipulation of the guidewire, it was retracted while the needle was still inside the patient. Once this happened, the resident felt resistance and was instructed to remove the needle/guidewire assembly as one". Based on these circumstances, intentional user error caused or contributed to this event and an in-service request has been made. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Resident was in the process of inserting the guidewire during the procedure. The needle was still inside patient while the resident advanced the guidewire with no resistance. During manipulation of the guidewire, it was retracted while the needle was still inside the patient. Once this happened, the resident felt resistance and was instructed to remove the needle/guidewire assembly as one. At this point, it was noted that the guidewire had begun to unravel around the core. No harm was done to the patient but an x-ray was performed to ensure no shearing particles entered the bloodstream. Another line was placed and the case performed successfully.

Manufacturer narrative:
(B)(4).

Event description:
Resident was in the process of inserting the guidewire during the procedure. The needle was still inside patient while the resident advanced the guidewire with no resistance. During manipulation of the guidewire, it was retracted while the needle was still inside the patient. Once this happened, the resident felt resistance and was instructed to remove the needle/guidewire assembly as one. At this point, it was noted that the guidewire had begun to unravel around the core. No harm was done to the patient but an x-ray was performed to ensure no shearing particles entered the bloodstream. Another line was placed and the case performed successfully.